Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case is related to case with patient identifier (B)(6) - accu- chek tender.

Event description:
On (B)(6) 2014, it was reported that the self-adhesive on the accu-chek ultraflex infusion set was causing redness and irritation to the patient's skin. The patient visited his dermatologist and was given a prescription for a steroid cream. The patient stated that he has an allergy to something in the adhesive. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.